Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged. The customer's blood glucose (bg) level was over 500 (mg/dl). A manual injection was administered to address bg . During troubleshooting with tandem technical support the customer was instructed to connect the pump to a power source. The pump was able to be turned back on however, was unable to be charged past 5%. Reportedly the customer had manual injections as alternate insulin therapy.